Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 52 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It is unk whether the pt returned for follow-up or not. It was reported that the pt presented emergently on (B)(6) 2010 with an acute ruptured aneurysm of unk size. Another MFR's aorto-uni-iliac stent graft system was placed to reline the aneurx bifurcated stent graft followed by a fem-fem bypass and successfully resolved the ruptured aneurysm. The pt also had a type 2 endoleak from a patent ima. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results/conclusion: ruptured aneurysm. Type 2 endoleak.